Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable results for two patient samples tested with the ureal urea/bun reagent on a cobas c501 analyzer. The initial result for one of the patients was erroneous and reported outside the laboratory. A bun of 1 mg/dl was auto-released to the ER. The customer performed a probe wash x30 and examined the sample probe for clots or gel on the outside but did not see any. She called the ER nurse within five minutes and told her to disregard the result. The repeat result on another c501 analyzer was 42 mg/dl and was called to the ER nurse. The patient was not adversely affected. Based upon data provided for investigation, the reagent lot number was 620696. The customer replaced the reagent pack, recalibrated, and ran quality controls, which were fine. She ran several patients and "they all checked." The field service representative found torn vacuum tubing that caused inconsistent reaction cell evacuation. He replaced all dispense and vacuum tubing on the rinse mechanism. He performed numerous other system checks. The customer ran quality controls that recovered within their ranges. No further issues with bun results have been observed. Calibration and quality controls are acceptable, therefore a reagent was excluded. The investigation agreed the issue found by the field service representative was the root cause of the event.